Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed via review of the log file. The mobile power unit (mpu) (serial number: (B)(4)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). No external power alarms were intermittently active on (B)(6) 2022 from 06:06:01 ¿ 06:06:04, 10:58:52 ¿ 11:01:12, 14:29:16 ¿ 15:00:08, and on (B)(6) 2022 from 11:09:20 ¿ 14:45:26. The backup battery was able to provide power to the system. The alarms cleared once power was restored. There were no other notable alarms active in the log file. Pump operation was not affected. Additional information provided on 23feb2022 stated that no equipment was exchanged, the mobile power unit (mpu) has a v-lock connector, the power cord came loose at the outlet, the power cord did not come loose from the unit, and there were no environmental circumstances causing the alarms. The root cause of the reported event was conclusively determined to be caused by the ac power cord coming loose from the outlet. Heartmate iii instructions for use (rev. C) entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that, while the patient was being seen in the clinic on (B)(6) 2022, a very large increase in the number of backup-battery usages as well as external power disconnects were found on interrogation of the patient's heartmate 3 system controller. A review of the log files revealed multiple loss of external power events between (B)(6) 2022 and (B)(6) 2022. The voltage discharge patterns indicated the patient was connected to the mobile power unit (mpu) during loss of ac power events. These voltage discharge patterns were also triggering the low voltage hazard alarms seen in the log. The controller did switch appropriately to emergency backup battery (ebb) power during these events. Additionally, the alarms resolved once ac power to the mpu was restored. And pump support was not interrupted during these events.